Manufacturer narrative:
The investigation into the access site bleeding ¿ major, the delivery issues, the vf/vt/af/at, and the vascular damage - peripheral vessel issues has been completed since the original report was submitted. The device was not returned for investigation. Per the clinical information provided, the root cause of the access site bleeding issue was use related as the sheath was inadvertently pulled back and access lost. The root cause of the delivery issue was patient condition related to small/ diseased vessels. As the necessary information was not provided, the root cause of the vt/vf was not determined. The root cause of the vascular damage - peripheral vessel issue was most likely patient condition related to occluded vessels.

Event description:
The user facility reported a 63-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient had an attempted impella cp implant due to rapidly decompensating. During insertion the patient had access site bleeding. A covered stent and a transfusion were performed. Additionally, a pleurex catheter required for right pneumothorax while attempting right axillary access. Furthermore, the patient began to fully hemodynamically collapse with bradycardia and subsequent pea (pulseless electrical activity) arrest. Shocks were performed for subsequent vt/vf (ventricular tachycardia/ ventricular fibrillation) while thoracic vent placed emergently. The impella implant was aborted.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿be careful not to pull on the impella catheter when transferring a patient from one bed to another.¿